Event description:
It was reported that the patient had two pump failures previously, and they were both removed before the battery depleted. It was noted that the level of baclofen that the patient was receiving was zero from the two failed pumps. The patient reportedly went through withdrawals. The neurosurgeon reportedly never found out why, but "she thought it may be a kink in the catheter." Refer to manufacturer report # 3007566237-2014-01416 for second pump. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID/serial number/lot number: unk, product type catheter. Product ID/serial number/lot number: unk, product type catheter. (B)(4).